Manufacturer narrative:
Pump was received with blank display due to power connector not plugged in properly. Pump was received with broken belt clip rails.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the belt clip rail, left side, the plastic part was broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.